Manufacturer narrative:
No patient or procedural involvement. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Service history record review: no service history review can be performed as part number 399.99 with lot number(s) a7ga49 is a lot/batch controlled item. The manufacture date of this item is december 9, 1997. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) pair of reduction forceps have worn out over time. More specifically, the reported forceps are not holding. There was no patient or surgical involvement. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Earliest manufacturing date is december 05, 1997; additional manufacturing date december 09, 1997. Manufacturing date: dec 05, 1997. The device history record review could not be performed as the records could not be identified due to the age of the instrument. The device is over 18 years old. A service and repair evaluation was completed: the customer reported the forceps were not holding. The repair technician reported the pivot point was loose, which kept the ratchet from locking, and the teeth on the jaw area were worn. Worn out parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the devices were received with loose ratchets and slightly bent tips. Although the root cause cannot be definitively determined, the returned condition is consistent with extensive wear and possibly excessive force during use. The returned parts were determined to be suitable for its intended use when employed and maintained as recommended. The complaint could be replicated and the complaint condition is confirmed. Per the technique guide, the devices are part of the small fragment instruments and implants set and are utilized in various procedures for fracture reduction. The returned device was received with loose ratchets and slightly bent tips. The remaining components of the instrument did not contain any damage and was in working condition. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Although the root cause cannot be definitively determined without additional information regarding the user technique and the conditions at the time of the damage, the returned condition is consistent with extensive wear which was possibly expedited by excessive force during use. No design issues were noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.